Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to confirm low battery alarm, off no power alarm/battery power loss alarm or perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to failed battery test anomaly. Insulin pump passed stop current and run current test. No blank display anomaly noted. Insulin pump had cracked case at display window corner, reservoir tube lip, broken belt clip slot, stained end cap sticker, stained address/serial number label and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value was 435mg/dl. Customer also had ketones. Customer reported that they treated for high be with a shot. Insulin pump will be returned for analysis.